Event description:
It was reported that pump displayed cartridge change error when customer attempted to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pump pneumatic area as instructed, cleaned area, and attempted to reload cartridge but was not successful. The customer reverted to manual insulin injections for backup insulin therapy.